Manufacturer narrative:
The drill subject to this complaint was not returned for evaluation. Based on the information provided and other similar confirmed complaints, the root cause of the alleged breakage was determined to be a design issue with steering duraguard.

Event description:
It was reported that the drill router broke in half as the flap was being pulled during a procedure. The router was changed and the case was completed. No adverse consequences were reported.